Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery cut out intermittently while ligating branches of the saphenous vein. The device would stop heating and cutting, device was cutting out not timing out, and short periods of power were experienced. The power supply was set to 3. The cords had already been tested. A new device was opened to complete the procedure. There was a procedural delay to diagnose and fix the problem. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/17/2024. An investigation was conducted on 07/25/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both the returned devices. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact harvesting jaws or heater wire. The shaft tip of the harvesting device was observed to be bent upwards. There were no other visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). No final testing was conducted due to the bent shaft tip. Based on the returned condition of the device as well as the evaluation results, the reported failure "intermittent continuity" was not confirmed, however the analyzed failure "material twisted/ bent shaft" was observed. The lot # 3000399974 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.